Event description:
Laparoscopic nephrectomy - "during laparoscopic nephrectomy, the surgeon went to use the 15mm endocatch bag to retrieve kidney mass. First time he used the first bag, the string detached from the instrument on its own, and was hard to retrieve the string in the cavity. The second bag he used would not close completely, therefore not holding the specimen securely for removal. The specimen fell out of the bag during retrieval process and made the removal most difficult. Another or description: kidney/adrenal specimen was completely free at this point. Through the most caphalad 12mm port, an endocatch bag was inserted. The kidney specimen was placed in the endocatch bag. The string broke on the first endocatch bag and a second endocatch bag had to be utilized. By extending the cephalad port site, the specimen bag was extracted. The specimen bag did not cinch completely closed. The skin incision was extended and the external oblique and its fascia were opened." Patient status - "fine, discharged from hospital."

Manufacturer narrative:
This report is to follow up with medwatch # (B)(4). Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  The root cause cannot be determined due to insufficient information related to the conditions surrounding the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. This document represents our final report.

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.